Event description:
A surgeon reported in a poster session at an ophthalmic convention that the product was noted under the macula following retinal detachment repair surgery. The pt was reported to have a visual field defect. An additional surgical procedure was performed in order to remove the product from the eye. The pt's condition improved at one month following the additional surgical procedure.

Manufacturer narrative:
The lot code was not provided by the customer and the sample has not been returned. Direction for use (dfu) for this product states perfluoron must be completely removed from the eye and replaced with an appropriate vitreous substitute. It also provides precautions to avoid inadvertent placement of perfluoron behind the retina during injection, the final fill level in the eye should always remain posterior to any large retinal breaks. Additionally, as stated in the product insert, if perfluoron is introduced into a large retinal break, it may slip into the subretinal space. Special care should be taken to examine for and remove any subretinal perfluoron through an existing posterior tear or through a posterior retinotomy prior to completion of surgery. It also states that intraoperative subretinal perfluoron migration and post-operative residual perfluoron adverse reactions and complications were observed during clinical trials.